Manufacturer narrative:
Initial.

Event description:
It was reported that a user on ilet therapy experienced hyperglycemia with a blood glucose of 260 mg/dl while being treated with systemic steroids for shingles and asked whether the pump could be modified to deliver more insulin; the agent advised that automated corrections should be working and that manual modification is not available, and the user planned to use backup therapy until the endocrinologist could be reached. Symptoms included high blood glucose. Outcomes included no injury, no hospitalization, and education on use of the system and follow-up with the endocrinologist. Investigation included complaint handling and user troubleshooting. Investigation of this case revealed no device malfunction reported, no alarms reported, and a likely confounding clinical factor due to concurrent steroid therapy, with device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.